Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty interventional procedure using a 7f sheath. Reportedly while harvesting the suture, the knot was noted outside of the incision and did not grab the vessel. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿knot was noted outside of the incision and did not grab the vessel while harvesting the suture¿ was confirmed based on the returned device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.